Event description:
It was reported that the ipg flipped within in the pocket. As a result, the patient has experienced discomfort at the ipg site and has been unable to charge the ipg. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.